Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diiopter, within the same surgery due to the lens tore/broke during delivery into the eye. The lens was removed with no patient injury. Another same model/length lens was implanted within the same surgery and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a micro-centrifuge vial, with residue on lens. Visual inspection found the lens optic torn. A piece of the lens optic and one haptic were torn off and missing. (B)(4).